Event description:
Event description cpi received information that two unipolar leads were capped due to 'insulation failure'. An invasive procedure was performed and the physician elected to replace the leads with a new sensing lead.